Event description:
It was reported to philips that the system gave an alert indicating the x-ray system was starting, preventing the system from booting. The device was not in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was unable to boot. A review of the system logfile confirmed the reported malfunction. Upon functional testing, the fse determined that the system failed to start due to a crash in the application software on the main pc. To resolve the reported issue, the fse reinstalled software on the main pc. After software installation, the system was returned to use in good working order. The codes were updated based on the investigation outcome.